Manufacturer narrative:
Section b5: admission for driveline infection in 2020 was captured under manufacturer report number 2916596-2021-00711.

Event description:
Medwatch # 5098963 was received with the following information. Patient diagnosed with a driveline infection in 2020. Admitted for further evaluation. Taken to the operating room in 2020 for a debridement of the driveline exit site which showed infection tracking into the chest and possibly towards the lvad pump. Initial plans to perform a pump exchange were halted in light of the patients improved ef of 50-55% and the potential for pump explant. Vad speed decreased prior to discharge. Patient did not tolerate vad weaning as evidenced by a drop in ef to 15-20% in 2020. Decision was made to perform a pump exchange with an ICD extraction prior to the exchange. Patient admitted in 2020 for ICD extraction however patient was discharged to home due to a positive covid-19 result. Patient admitted in 2021 for ICD extraction which was successful. The patient was taken to the operating room in 2021 for a heartmate 3 pump exchange. During the surgery the the surgeon noted there was no extension of the infection towards the lvad pump or outflow graft. Surgery went well. The patient is currently recovering on our telemetry unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient experienced a driveline infection. The patient underwent pump exchange on (B)(6) 2021 with full system removal except apical cuff was left in place. Patient was discharged home on (B)(6) 2021 on infusion of cefazolin and vancomycin, and oral levofloxacin for 12 more days (total of 4 weeks).